Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4): proximal segment of the lead returned and analyzed. No anomalies found. Outer insulation cosmetic depression and visual analysis performed only. (B)(4): proximal segment of the lead returned and analyzed. No anomalies found. Outer insulation cosmetic depression and visual analysis performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available. Evaluation summary: (B)(4): proximal segment of the lead returned and analyzed. No anomalies found. Outer insulation cosmetic depression and visual analysis performed only. (B)(4): proximal segment of the lead returned and analyzed. No anomalies found. Outer insulation cosmetic depression and visual analysis performed only.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found. (B)(4): proximal segment of the lead returned and analyzed. No anomalies were found. Outer insulation cosmetic depression and visual analysis performed. (B)(4): proximal segment of the lead returned and analyzed. No anomalies were found. Outer insulation cosmetic depression and visual analysis performed.

Event description:
It was reported the patient died approximately seven months post device replacement. The cause of death has been requested and not received. Based on follow-up received from the nursing home, the patient's medical records indicate that the patient's health declined slowly and steadily. The patient died in the nursing home on hospice care for end stage chronic obstructive pulmonary disease, congestive heart failure, and alzheimer's disease. The cause of death was reported as alzheimer's disease. The patient had a physician visit seventeen days prior to death and the device check was normal. There are no allegations from a health care provider that the death was related to the device and/or leads.

Event description:
It was reported the patient died approximately seven months post device replacement. The cause of death has been requested and not received.